Event description:
The hospital maintenance person reported that the scale on this bed was not reading accurately. A hill-rom technician was dispatched and found that the scale needed to be calibrated. He calibrated the scale per the service manual instructions and the scale operated as designed. There were no reported adverse events associated with this bed malfunction.